Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for force sensor bgnd test error. Major crack on both front corners of top case also cracked on right plunger case and battery door. During analysis, the reported issue was unable to be duplicated. The event history log was reviewed and force sensor bgnd test was identified. Based on the evidence, the complaint was confirmed. The root cause of this issue was unable to be determine in regard to the intermittent error. The root cause of the cracks are the pump has been dropped or mishandled by customer. Service replaced top case, right plunger case and battery door. Service also replaced force sensor for preventive. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that damage on the case and errors per customer. Force sensor bgnd test error was the error identified.